Event description:
It was reported that a device was used during a ligation of small bowel. It was reported by the affiliate that the tlc55 instrument was properly placed on the small bowel. The knife arm would not slide across to cut the tissue. Another device was used to complete the case. There was no consequence to the pt.